Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with an atrial lead impedance greater than 2500 ohms and no atrial capture at 5.0 v in both the unipolar and bipolar configurations. A lead fracture was suspected. The patient primarily uses the lead for sensing. The lead will be monitored.